Event description:
The user facility reported to terumo cardiovascular system that prior to cardiopulmonary bypass, during prime, the line on top of the fiber bundle leaked. No patient impact as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).